Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. No information has been received regarding the availability of the device for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure scheduled for the week of (B)(6), 2011 (patient age is unknown). According to the patient, she was informed by her physician that "the machine kept shutting off as a safety because her uterus was too big and could not fill with solution." The patient also reported that an ultrasound report indicated her uterus is normal in size. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.